Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board, system board and power management board. The sensor board, system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt5) and the proximal pressure sensor being out of tolerance. The system board was evaluated. The root cause of the system board failing was due to a loose connection with the slim stack. The power management board was evaluated and found to operate to design specifications.

Manufacturer narrative:
The customer rejected the estimate and the device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the power management board and sensor board were observed in the ventilator's downloaded error log. The device failed a step related to the system board during testing.